Event description:
The facility reported an infusion pump with a failure code 12:303:984:0002. The event was reported to have occurred during biomed testing. The hospital rep stated they have no record of any pt incident involvong the pump since the last baxter servie event and no pt injury had been reported.